Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed an error and was unresponsive. The customer's blood glucose was 160 mg/dl. The alarm history of the insulin pump could not be accessed because the alarm could not be cleared. The customer stated that the device was not stored or not in use for an extended period of time. The customer stated that every time they tried clearing the alarm the screen cleared, counted down, and gave the same error alarm. The customer could not remove the belt clip from the insulin pump because it was not unlocking; the customer broke the belt clip. Nothing further was reported.